Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed a21 error test, self-test, rewind test, displacement test, prime test and excessive no delivery test . A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. Customer stated the reservoir compartment was cracked and would not give drops of insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.